Event description:
Nurse went to administer patient's arsenic. Nurse went to put the tubing into the pump and once it was in, nurse closed the pump door and the drug started leaking at the top of the pump clamp. Nurse closed the clamp closest to the top of the arsenic bag and called out for help. The arsenic got onto nurse's shoes, lower portions of pants, hands, and front of chemo gown. Nurse was wearing chemo gloves and gown. The chemo spill was cleaned with spill kit and nurse threw exposed clothing away.